Event description:
The pt was implanted with a siltex contour tissue expander on 1998. Subsequently, the pt experienced extrusion of the device, an infection and capsular contracture. The device was removed on 1999.